Event description:
Dealer states unit is alarming and will not start up, has 3397.28 hours. Failed on patient, immediately started alarming when taken to patient for set up in private home. No other information available.